Manufacturer narrative:
The hospital biomed replaced the anesthesia control board. No patient information available at time of MDR filing. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit alarmed for a failure that affected mechanical ventilation. The clinician switched to manual mode to maintain ventilation. There was no reported patient injury.